Event description:
Customer reported hospitalization due to high blood glucose readings of around 500 mg/dl. Customer reported symptoms of feeling nauseated and throwing up prior to the hospitalization. Customer used the bolus wizard to bring her blood glucose levels down, however her blood glucose levels continued to increase and she was taken to the hospital. Customer was treated with IV drips at the hospital. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.